Event description:
The pt is reportedly experiencing a decrease in sound performance. In addition, the pt is also reportedly experiencing tinnitus and vertigo. External equipment has been exchanged and programming adjustments were attempted; however, this did not resolve the problem. The pt's doctor thinks that the pt's high triglycerides maybe the cause to his fluctuating performance. Surgery to explant the pt's device will be scheduled.